Event description:
It was reported that this caller requested review of two episodes in which the patient was shocked and wanted to know if bi-ventricular trigger (biv) may have induced the arrhythmia. A boston scientific technical services consultant informed the caller that it would be impossible to say what initiated the episodes and recommended programming biv trigger off which had already occurred. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.